Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was unresponsive. The customer's blood glucose was not reported. No further detail were provided. The insulin pump will return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. Device functioning properly during testing. (B)(4).